Event description:
The customer advised that the machines are detecting continuous air & blood going into the transducer. No one was injured. The issue occurred during the 1st and 2nd shifts only. After removing the reported lot number, no further issues were noted. The clinic experienced clotted systems and had to restring the machines using bloodlines from a different lot number. All patients were able to complete their treatments without further complications. Some patients did lose blood; however, they are unable to confirm how many patients were affected or the amount of blood lost. They also cannot confirm whether hgb was checked for all patients.